Event description:
Caller stated that her son was allegedly using the 6153 forearm crutches. When he exited his car. The crutch itself snapped underneath the hand grip. He fell to the ground but his mom said there was no injury.